Event description:
It was reported the patient fell and re-opened their head incision exposing both leads. The patient was scheduled to have their extension and implantable neurostimulator (ins) replaced the week following this report, but their healthcare professional (hcp) felt it necessary to explant both leads due to the leads being exposed. The patient status at the time of this report was alive with no injury. Follow up with the manufacturing representative indicated the patient was doing fine. Refer to manufacturer report #6000153-2015-00001.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0h8a7, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).